Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a few years back the customer had been hospitalized for low blood glucose levels. It was reported that the customer had been found unconscious and transported by paramedics. It was reported that the customer had discontinued pump therapy since then. The customer did want wish to be transferred to helpline. No further information provided.